Event description:
It was reported that the customers pump fell to the ground and cracked the screen. Half the display is functioning. No impact on customer's blood glucose levels.

Manufacturer narrative:
The device has been received for eval. However, device eval is not yet complete. A supplemental report will be submitted upon completion of eval.